Event description:
It was reported that during an unk procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and tortuous left anterior descending (lad) coronary artery. The physician advanced the 15x1.5mm maverick2 monorail ptca catheter with force to cross the lesion. The balloon ruptured at 10 atms on the first inflation. It was further reported that "the physician commented that it could not be helped as the lesion was severe calcification." The procedure was completed with a different manufacturer's device. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.